Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address loosening of the femoral component. Doi: (B)(6) 2006 - dor: (B)(6) 2008. Update: (B)(6) 2013- legal claim received. The femoral head has been added. There is no new additional information that would affect the existing MDR decision. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain, discomfort and difficulty ambulating. There is no additional information that would affect the MDR decision. Update has been electronically attached to the complaint document. Update rec¿d (B)(6) 2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain and sleeve loosening. During the primary surgery during broaching the femur was cracked. Records are available for further review. Right hip. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the newly added head, product code 136533000 and lot code 1913282 did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the tri-lock/dual lock broach as the lot code required was not provided. Medical records were reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.